Event description:
The caller reported that the tube developed a leak during pt use. The source of the leak could not be confirmed. The caller reported that extubation and reintubation of a replacement tube was required. The caller reported no additional harm to the pt.

Manufacturer narrative:
Covidien has mad multiple attempts to gather further details related to this report. If the sample is returned, a summary of the investigation results will be provided in a supplemental report.